Manufacturer narrative:
Device evaluation:during preventive maintenance by service technician this bio-console 560 controller instrument had a battery issue and was not passing preventive maintenance. The battery voltage was below 12.75vdc. The issue was resolved by replacing the battery *2 (pn.66072). Preventive maintenance was completed per specifications. Note:the instrument was analysed by a field service technician within the facility. The instrument did not return to a medtronic facility for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During preventive maintenance by a service technician this bio-console 560 controller instrument had a battery issue and was not passing preventive maintenance. The battery voltage was below 12.75vdc.this was detected during service so there was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the batteries with lot number 0011019087 were installed on the (B)(6) 2022.